Event description:
Physician was utilizing cautery in a cesarian/sterilization case when the physician sustained a shock. Per the physician, he felt a current when using the cautery. Some redness noted right after being shocked.